Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing episodes were noted due to noise on the atrial lead. The lead will continue to be monitored. The patient was in stable condition.

Event description:
During follow-up, diagnostic imaging was performed and no lead damage was visible. The device was programmed to avoid future oversensing episodes and the patient was in stable condition.